Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no defect was found. A technical support specialist (tss) dialed into the customers carefusion coordination engine (cce) and med es servers and confirmed that both systems were communicating as expected, with all services running, no message delays, and proper patient mapping. Additional examples provided by the customer were verified on the es server, and the user confirmed visibility on their end. The system functioned as intended when technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, new patients were not crossing over to multiple stations, requiring manual addition. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.